Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast surgery with unknown mentor saline breast implant experienced implant deflation on an unknown side postoperatively. As a result, the patient underwent explantation and replacement with 425cc mentor smooth round moderate profile saline breast implants, catalog # 3501670, left lot-serial # (B)(4) and right lot-serial # (B)(4) approximately 20 plus years ago. The explantation date is the best estimate based on reported information. If additional information is received, a supplemental report will be submitted as applicable.